Manufacturer narrative:
Continuation of product ID 97755 lot# serial# (B)(6) implanted: explanted: product type recharger product ID 97755 lot# serial#(B)(6) implanted: explanted: product type recharger product ID 97745 lot# serial# (B)(6) implanted: explanted: product type programmer, patient event date is year valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding and external device. The reason for the call was pt mentioned their implanted neurostimulator(ins) was taking 2 days to charge up to 40% since 2-3 months ago. Pt said they had been charging their ins since yesterday and the ins had reached 40% and the pt mentioned they charged today and the controller said the ins was at 40% and then the controller blinked down to orange for the ins charge after the recharger antenna (rtm) was plugged in. Pt said they "do not like the recharging of the ins." During the call, pt said the charge quality kept bouncing from good to poor. Pt inspected the recharger antenna (rtm) cord, plug, and the controller port, but no damage was detected. Pt initiated a recharging session and got recharging good. Quality switched from good to poor. Ins charge was orange and controller charge was 80%. An email was sent to the repair department to send an rtm exchange unit. Pt said they "just had surgery"(unrelated to spinal cord stimulator(scs)) and pt speculated they "might need a reset" of their settings post-surgery(pt did not mention any specific issues with settings). Patient services specialist (pss) suggested the pt connect with their hcp and have their hcp call in a mdt rep. To one of their upcoming appointments. Pt said "they are trying to fix me" and mentioned the scs helped their feet "when it did anything." Pt called back stating they received the recharger but still not able to recharge the ins. Pt had been charging since 12 o'clock and the screen kept going white. It went white 4 times and won't charge. Pt reset the controller. An email was sent to repair to replace the controller. Reviewed pt should still return the old rtm for analysis and keep the exchange unit until they send the second package. Pt called back still having issues with charging the implant. Caller stated it will get stuck at 30 % and will not increase. Resetting the controller does not resolve. Caller stated that the implant battery was in the yellow and they charged for several hours and it would not go above 30%. Agent walked caller through removing the battery pack and plugging controller into the ac power cord; confirmed controller powers on. Caller inserted the battery pack and confirmed green light above screen; controller is 100 percent and implant is 30 percent. Caller then connected recharger and confirmed recharging; excellent. After 10 minutes of charging the controller dropped to 90 percent but the implant had not increased at all. Agent sent email to repair to replace the recharger. Pt called back from number on file and reported their implant is still not charging. Pt stated they plugged recharger and were trying to charge since 11:30 am and their controller went down for 90% to 40% and the implant remained at orange. Pt stated they had a major back surgery where the surgeon went through the pt's stomach and into their back. Agent consulted with repair. Agent referred pt back to their hcp to check implant and provided nas number. Patient called stated they are calling the phone number that was provided to them. Ps reviewed nas number is for the hcp ofc to call and contact local reps. Ps reviewed reps role and recommend patient consult wit their healthcare provider (hcp)'s office for next steps.